Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that an illuminator was dark on a system before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was confirmed. However, the customer declined to have their system repaired at this time. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 27, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a cracked aspheric collimating lens. (B)(4).